Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that she obtained a blood glucose reading of 263 mg/dl on her contour next link meter. The customer had no symptoms of hyperglycemia. Within 5 minutes, she performed a repeat testing on a non-ascensia meter and obtained a reading of 116 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Based on the clarification received, the customer was using test strip lot # 7cfeg05b, which was expired at the time of the event. Lot # and expiration dates and device manufacture date have been updated. The customer did not return the suspected product for evaluation. An in-house contour next link meter was tested with the in-house contour next test strips, which gave satisfactory performance.